Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke off into two as surgeon was closing the fascia. It is unknown how the case was completed. There were no adverse patient consequences reported.